Event description:
A patient reported experiencing inaccurate high results with an ot profile meter. The patient's blood glucose results were meter 135 to lab 258 mg/dl. Tests were done within 30 minutes with a difference of 41%. Pt did not experience any adverse events. No further information has been reported.